Manufacturer narrative:
The account found the brake pad was not holding the bed securely due to the brake floor lock weldment being slightly bent. The account straightened the floor lock weldment to repair the bed.

Event description:
The account alleged the brake pads are not holding as much as they believe they should.